Manufacturer narrative:
The reported field event of the antenna having perforated the epoxy header was confirmed in the laboratory. The device was tested on the bench and telemetry tests were performed and no anomalies were observed. The anomaly is believed to have occurred during the procedure.

Event description:
It was reported that during normal generator change-out procedure, perforation of the epoxy header by broken antenna was observed. There was no problem with device functioning. Device was replaced successfully. Patient was fine post-procedure.